Event description:
The clinic reported that a laser vision correction patient exhibited epithelial ingrowth after flap lift in both eyes. However, no loss of best corrected visual acuity was reported. A flap lift and rinse was performed.

Manufacturer narrative:
(B)(4). . Report source - health professional, user facility and company representative. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.